Manufacturer narrative:
The pump passed all functional testing, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement, and the delivery accuracy test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they recently went to the emergency room due to high blood glucose levels. Blood glucose level at the time of the incident was 15.7 mmol/l. During troubleshooting, the insulin pump failed to alarm that the insulin flow was blocked. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.